Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a 5mm longitudinal tear on the shaft starting 5mm distal from the exit notch. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.